Manufacturer narrative:
Patient weight not available from the site. The inserter was returned to the manufacturer for analysis. Analysis found that the head of the inserter had been broken off. Analysis found that the reported event was related to physical damage. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The issue occurred post-operatively and caused no delay to the surgery. It was reported that the tlif/dlif inserter was damaged during clean-up for a olif case. There was no impact on patient outcome since the issue occurred at the end of the case. The medtronic representative (mr) stated that the inserter would have passed verification despite the damage as the damage was at the end where the trial is inserted. The mr stated there was no damage to the frame or the shaft.